Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng distal release stent was implanted in the esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 7cm lesion. Reportedly, the stricture was pre dilated. During the procedure, the physician was not able to pass the scope because the lesion was too tight. The physician dilated the lesion and was able to push the scope across the lesion. Once the physician reached the stomach he passed a guidewire through the scope. The scope was withdrawn completely keeping the guidewire in place. The physician pushed the stent over the wire but experienced a lot of resistance resulting in the kinking of the catheter. The physician managed to push the device to the target area and started deployment. A lot of resistance was also experienced in pulling the deployment suture and the suture broke in the process. A little bit of the thread was still coming out of the catheter so the physician pulled the suture and completed deployment. The physician checked the position of the stent with the scope and that the stent was misplaced and had gone below the stricture. Another ultraflex esophageal ng distal release stent was then placed within the indwelling stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.